Event description:
It was reported that the lens was damaged during loading and had to be removed from the eye. The incision was enlarged to remove the lens. No sutures were required. A back up lens was implanted without problem. There was reportedly no pt injury. Reference MDR #13113525-2015-00484 for lens used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.